Event description:
It was reported that during the last device interrogation in (B)(6) 2024 many ventricular tachycardia (vt) episodes were seen due to undersensing. The device only transmitted this data late (B)(6) 2024, but the episodes occurred in early (B)(6) 2024. There was an inquiry of the reason the data was transmitted after a period of time rather than right away after the episodes occurred. Additional information noted that the reason for the delay in the data transmission was due to radiofrequency interference which prevented interrogations. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that during the last device interrogation in (B)(6) 2024 many ventricular tachycardia (vt) episodes were seen due to undersensing. The device only transmitted this data late (B)(6) 2024, but the episodes occurred in early (B)(6) 2024. There was an inquiry of the reason the data was transmitted after a period of time rather than right away after the episodes occurred. No adverse patient effects were reported. The device remains implanted.